Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information that the pump will not charge while plugged in. Reportedly, usb port inspection shows that one side of the connector is bigger than the other. The impact to the customer is unknown.